Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 02/06/2020. A manufacturing record evaluation was performed for the finished device pgz762 batch number, and no non-conformances were identified. H3 device evaluation summary: it was received for analysis an empty labeled winding former and a dispensed needle-suture of product code sxpp1a301, lot pgz762. During the visual inspection of sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined and body fluids on some barbs were noted and the sides of fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic rectal resection surgery on (B)(6) 2019 and the barbed suture was used. The fixation tab of the barbed suture was broken during fascia closure by continuous suturing. It was also reported that when putting the 1st stitch, though the suture was not pulled with extra force, the fixation tab broke. There were no patient consequences reported.